Event description:
It was reported by the customer that a bd pyxis¿ es server communication was down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that communication was down. A field service engineer assisted the information technology department in verifying that the medication system was communicating properly with the server. Afterward, all drawers in the equipment functioned properly. The system functioned as intended after the field service engineer investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.